Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Voluntary medwatch received 8/29/2023 reported: the altitude alarm on my tandem tslimx2 insulin pump went off. I was not above altitude limits. The pump shut down my insulin delivery causing me harm.